Manufacturer narrative:
Corrected information: h6. H6 evaluation method code: method code 10 removed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6. D10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of at least one (1) amia automated pd cycler set was "off or loose". This was noticed during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.